Manufacturer narrative:
This supplemental report is being submitted to correct the previous report and to update the coding. It was previously reported that "a trilogy evo device was returned to a third-party service center for preventative maintenance. There is no allegation of serious or permanent harm or injury. The device was not in patient use. The evaluation is still in process but discovered that the device had black smoke on the main housing, outlet side panel, and rear cover. Additionally, the device had dirt contamination in the blower assembly, blower bellow seal, blower mount, blower cap, blower chassis, cooling fan assembly, and fan retainer. The other components had unspecified contamination, machine flow sensor, pca tubing, blower chassis, fio2 tubing, and low flow o2 tubing. In addition, the muffler assembly, air inlet foam filter, 3 way solenoid valve, and proportional valves need to be replaced as part of preventive maintenance." Upon further review, the findings regarding the reported black smoke showed no evidence of a thermal event. There were no reports of death, serious harm, or injury associated with this incident. Analysis of previous events indicates that an adverse event has not occurred due to this allegation, nor is it likely to recur if the allegation were to happen again. Additionally, a review of the risk file suggests that the potential for a serious adverse event resulting from this incident is unlikely. Therefore, this event is not reportable under FDA 21 cfr part 803, as it does not meet the criteria for death, serious injury, or reportable product malfunction.

Event description:
A trilogy evo device was returned to a third-party service center for preventative maintenance. There is no allegation of serious or permanent harm or injury. The device was not in patient use. The evaluation is still in process but discovered that the device had black smoke on the main housing, outlet side panel, and rear cover. Additionally, the device had dirt contamination in the blower assembly, blower bellow seal, blower mount, blower cap, blower chassis, cooling fan assembly, and fan retainer. The other components had unspecified contamination, machine flow sensor, pca tubing, blower chassis, fio2 tubing, and low flow o2 tubing. In addition, the muffler assembly, air inlet foam filter, 3 way solenoid valve, and proportional valves need to be replaced as part of preventive maintenance. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.